Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of a thoracic aortic aneurysm approximately one month ago. It was reported that a reliant balloon was inserted in the patient and when the balloon was inflated it did not open sufficiently. The physician used another reliant balloon to complete the procedure. No further information was provided.

Event description:
The device was returned bloodied. Upon inspection of the device, the device was unremarkable; no obvious damage was observed. The device was attempted to be flushed, however, resistance was encountered. A guidewire was inserted through the flush port and met an obstruction after being advanced 17.5 cm. Increased force was then used and the wire was tracked successfully. The device was flushed again and water, along with blood, came out. It was determined that dried blood within the lumen is what caused the initial resistance. The balloon was then inflated with 20 cc of water and functioned as expected; it inflated normally with no leaks. The device was then flushed with 20 cc of air while the balloon and y-connector were submerged in a water bath and once again the device functioned as expected; no leaks/issues were observed. The balloon was also inflated past 46 mm in diameter; no leaks/issues were observed. The device functioned as intended and was unremarkable.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: lack of information (unknown cause of inflation difficulty).